Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. No sample received.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability, impairment, pelvic organ/cervical/uterine prolapse, pelvic pain, vaginal pain/pressure/irritation/prolapse, dyspareunia, urinary burning, rectocele/cystocele/enterocele (prolapse), urinary incontinence, cervical elongation and hypertrophy, weakened rectovaginal fascia, urgency, urge incontinence, descensus, pressure-like fullness, discomfort, bulging/protrusion of cervix, frequency, weak levator/pelvic floor muscles, blood loss, anxiety, vaginal mucosa atrophy, cervicitis, nabothian cysts, joint pain, difficulty sleeping (sleep disturbance), over-active bladder, nocturia, fibers through epithelium, pain, unspecified bowel dysfunction, dysuria, bloody drainage, low blood pressure, nausea, abdominal pain, hyponatremia (electrolyte imbalance), distended abdomen, anemia, generalized weakness, vomiting, abdominal pain/pressure, lower abdominal pain at site of surgery, nausea, hyponatremia, recurrent cervical prolapse, pressure like fullness and discomfort, bulging and protrusion of the cervix, urinary tract symptoms, urgency, urge related incontinence, frequency, dyspareunia, cervical hypertrophy and elongation, relaxed vaginal outlet, nocturia, protective pad use, vaginal vault prolapse, total trachelectomy, enterocele repair, insertion of small piece of mesh, vaginal mucosal atrophy, fibers through epithelium, partner feeling mesh, 2mm of mesh removed in the office, vaginal pressure, rectal pressure, pelvic muscle weakness, recurrent vault/apical prolapse, trigger point injection, anxiety, tenderness on palpation at the right sacrospinous ligament, #2 pessary ring insertion, enterocele, popq stage ii, constipation, cystocele, gap failure, poor bladder support, rectocele, and diarrhea with no control of stools. She has required multiple non-surgical and surgical interventions, pelvic pain, vaginal pain, vaginal irritation, urinary burning, mental and/or emotional damages due to the complications resulting from the mesh, and loss of consortium.